Manufacturer narrative:
Four universal seal accessories were received for failure analysis. Universal seal #1 - failure analysis investigations did not replicate nor confirm the customer reported complaint. The seal was visually inspected, and there was no damage found to the black rubber duckbill on either side. No product issue was identified. Universal seal #2 - failure analysis investigations did not replicate nor confirm the customer reported complaint. The seal was visually inspected, and there was no damage found to the black rubber duckbill on either side. No product issue was identified. Universal seal #3 - failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of a torn duckbill to be related to the customer reported complaint. The seal was found to have a tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal. Additional observation(s) not reported by site: the instrument was found to have the stop cock valve broken. The stop cock valve was bent upwards. The valve was not broken fully, but there was a small piece missing at the tip of the valve. Universal seal #4 - failure analysis investigations did not replicate nor confirm the customer reported complaint. The seal was visually inspected, and there was no damage found to the black rubber duckbill on either side. No product issue was identified. Additional unrelated observation(s) not reported by site: the grey latch was found to be broken. The broken piece was returned with the instrument.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a piece of black rubber, presumed to be part of the universal seal valve, dropped into the body cavity when the instrument was inserted. The fragment was retrieved during the same procedure by using laparoscopic forceps and confirmed to be retrieved in the video. No additional surgical procedure or post-operative imaging was required due to the fragment fall. The procedure was completed robotically as planned. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a fragment. The universal seal will be returned, however the fragment will not be returned. No video or images were available for intuitive surgical, inc. (Isi) review.